Manufacturer narrative:
The subject device was evaluated and the customer's allegation was confirmed. Based on the results of the investigation, the root cause could not be determined. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head's video connector has a screw that fell off. The issue occurred during preparation for use before a therapeutic laparoscopic cholecystectomy procedure. The customer used another scope. There were no reports of patient harm.